Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
It was reported that the product was not working at the beginning of a case. A backup was used to complete the procedure. There was no medical intervention required and no delay in the procedure.